Event description:
It was reported that, before the procedure, the device screen was red and could not be powered on. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, before the procedure, the device screen was red and could not be powered on. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Product analysis was performed on-site by the field service engineer as the console was not returned for evaluation. During the inspection, the reported issues of failure to power-up and case saver mode activation were confirmed. Troubleshooting identified a high-voltage power supply failure, and the igbt safety module was replaced to address the issue. Following the replacement and system testing, the console operated within specification and was confirmed to be fully operational. The malfunction associated with the high-voltage power supply and igbt module could have affected device performance and contributed to the event experienced by the customer. A review of the versapulse powersuite hazard analysis was completed and confirmed that the event of surgical procedure delayed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.